Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received a no delivery alarm during the night. Customer stated that she changed her infusion set and reservoir 3 times. Customer's blood glucose was 15.0 mmol/l. Customer could not push the insulin from the reservoir into the tubing. Customer had to do it again and could not push insulin through. Customer stated that they felt resistance. Customer stated that they were at work. Customer was advised to call back to troubleshoot with new supplies. Customer was advised that the reservoirs and infusion sets would be replaced.